Manufacturer narrative:
The phacoemulsification (phaco) handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the phacoemulsification (phaco) handpiece did not sculpt during phaco phase of a surgical procedure. A system message was displayed. The surgery was completed using an alternate device with no impact to the patient. Additional information was requested and received.